Manufacturer narrative:
Correction: the correct model # is ci24re (ca), not ci512 as previously reported. Correction: the correct brand name is nucleus freedom implant with contour advance electrode, not nucleus 24 channel cochlear implant system as previously reported. This report is filed december 16, 2016.

Manufacturer narrative:
Per the clinic, surgery to reposition the magnet was completed on (B)(6) 2015. The implanted device remains. This report is filed (B)(6) 2015. Implanted device remains.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgment (date not reported). Revision surgery is planned, however; has yet to occur as of the date of this report, november 19th, 2015.